Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. The setscrew showed mechanical wear and a partially stripped socket with evidence of septum debris. No burred or stripped threads were observed on the returned setscrew or on the negative connector block of the returned pulse generator. The returned setscrew was installed into the negative connector block of the returned generator. The returned setscrew set and released (with returned torque wrench) a bench test resistor with no difficulties (lab conditions). The evidence of septum debris in the setscrew socket suggests that the torque wrench was not fully engaged into the hex head, which would impede the process of setting or releasing the setscrew. Product analysis revealed that this was due to extensive manipulation of the product and not a device failure. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On (B)(6) 2012, a vns treating neurologist's nurse reported that the vns patient is scheduled for a prophylactic battery replacement. The patient had been implanted for 7 years and has started to have an increase in seizures. During the patient's battery replacement on (B)(6) 2012, the surgeon reported that a portion of the header where the set screw is located looks like it has been cut and the surgeon was not able to put the hex screwdriver into the set screw to back it out. The diagnostics prior to surgery were confirmed to be within normal limits and a dcdc of 2. The surgeon then used a k-wire to clean out the hollow and used the screwdriver again to back out the set screw which finally came out. The surgeon stated that the screw was possibly cross threaded and the boot cut. The first diagnostics test after replacing the generator showed high impedance, however, after the lead was re-inserted into the header of the generator, the diagnostics tests showed results within normal limits of output=ok/lead impedance=ok/impedance value=2300ohms. The patient was programmed back on to output=1.25ma/frequency=30hz/pulse width=250usec/on time=30 sec/off time=5min/magnet on time=1.75ma/magnet on time=30sec/magnet pulse width=500usec. The explanted generator was received for product analysis on march 19, 2012 along with the screwdriver used. Product analysis is still underway and has not yet been completed. A battery life calculation was performed with the programming history available which showed negative years until the elective replacement indicator (eri) shows as yes. Additional information was requested from the neurologist but he stated that he did not wish to provide any further information.